Event description:
Correction required for product information.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in south korea. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean smart power toothbrush exploded while charging. Fire was reported. No injury or property damage was reported.

Event description:
Product was returned for investigation. The cause of the customers complaint is a burned charger.

Manufacturer narrative:
Product was returned for investigation. The cause of the customers complaint is a burned charger.